Event description:
Doctor was placing a large halo and airflo vest. When inserting one of the cranial pins he noticed that it became difficult to thread into the croen. As if it was mis-thread. After trying to continue to advance the pin, the head of the bolt sheared off. As a result of this event, this was a significant delay and the another crown had to be placed on the pt the following day.

Manufacturer narrative:
Crown was returned with vest connecting bolt bent and broken off within the crown. It appears that the user likely thread the bolt during insertion. As reported the bolt was advanced further when resistance was felt causing it to bind. The additional application of a typical force resulted in the bolt breaking. The threaded insertion holes are inspected during manufacture to ensure that the threads conform to specification.